Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip exited the outer sheath. At this time, the clip detached in the open position. The clip was retrieved from the colon with biopsy forceps. The pt was reported to be in stable condition.